Event description:
It was reported that rubber membrane over the pressure plate was cut and that system indicated "align patient"; but biomed tested the platform using a manikin without any issues. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report. However, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.